Event description:
It was reported that the patient couldn¿t turn the implantable neurostimulator (ins) on because it was shocking the patient so much that her legs would ¿go up in the air¿ and she would scream. It was noted that the ins had been implanted yesterday. It was noted that the patient had had ¿absolutely excruciating pain¿ throughout her whole body, and not just at the surgical site.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3888-33, lot# v828947, implanted: 2014 (B)(6); product type lead product ID 3888-33, lot# va00k09, implanted: 2014 (B)(6); product type lead product ID 3998, lot# va0lgvx, implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).